Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) instrument involved with this complaint and completed the device evaluation. The instrument was found to have an ear of the distal clevis broken. The broken piece was returned, measuring roughly 0.133¿ x 0.242¿ in size. As a result of the broken instrument distal clevis, the pitch and grip cables became loose.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that the surgeon was using the permanent cautery hook (pch) instrument on the da vinci x system and the pch instrument was not functioning and not rotating properly. The surgeon discovered the instrument was missing wire at the tip. The wire had snapped. There was no report of patient harm, adverse outcome or injury.

Manufacturer narrative:
Based on the claim against the product, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The instrument involved in this reported event has not yet been returned for analysis.